Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: a high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high sensor scan result and self-treated with "bolus with insulin pump and had meal with low carbohydrates" and changed the dose setting of insulin pump based on the sensor reading. Subsequently, customer experienced symptoms of hypoglycemia described as "unclear speech and disoriented" while driving and a reading of 2 mmol/l was received on the hcp meter. Customer was treated with IV glucose 10% and plasmalyte fluids by the hcp in the ambulance. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and not expected to be returned. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a valvira user report which contained the following information: a high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high sensor scan result and self-treated with "bolus with insulin pump and had meal with low carbohydrates" and changed the dose setting of insulin pump based on the sensor reading. Subsequently, customer experienced symptoms of hypoglycemia described as "unclear speech and disoriented" while driving and a reading of 2 mmol/l was received on the hcp meter. Customer was treated with IV glucose 10% and plasmalyte fluids by the hcp in the ambulance. There was no report of death or permanent impairment associated with this event.